Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawers were failing repeatedly.the customer reported that the malfunction resulted delay in dispensing medication.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failing. A field service engineer (fse) ran a full drawer check but couldn¿t replicate any issues. The fse then reseated all of the row board connections on both sub drawers. The system functioned as intended after the field service engineer resolved the issue.